Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ("essure removal"), muscle spasms ("spasms with hospitalisation"), diabetes mellitus ("diabetic adverse reactions") and lower respiratory tract infection ("chest infection (with no antibiotics)") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years 2 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced muscle spasms (seriousness criterion hospitalization), blood calcium increased ("elevated calcium"), diabetes mellitus (seriousness criterion medically significant), lower respiratory tract infection (seriousness criterion medically significant), liver disorder ("hepatic adverse reactions"), dysaesthesia ("dysaesthesia"), anosmia ("loss of sense of smell"), myalgia ("muscle pain"), bone pain ("bone pain") and amnesia ("loss of memory"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, muscle spasms, blood calcium increased, diabetes mellitus, lower respiratory tract infection, liver disorder, dysaesthesia, anosmia, myalgia, bone pain and amnesia outcome was unknown. The reporter considered amnesia, anosmia, blood calcium increased, bone pain, diabetes mellitus, dysaesthesia, liver disorder, lower respiratory tract infection, medical device removal, muscle spasms and myalgia to be related to essure. The reporter commented: the removal was performed at the patient's request, and no follow-up was performed 6 or more months following the essure removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 723 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 25-aug-2017: device removal questionnaire was received. It was confirmed that the removal was performed at the patient's request and due to events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("chromium/metal allergy"), muscle spasms ("spasms with hospitalisation"), diabetes mellitus ("diabetic adverse reactions"), lower respiratory tract infection ("chest infection (with no antibiotics)") and cell death ("cytolysis") in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), muscle spasms (seriousness criterion hospitalization), diabetes mellitus (seriousness criterion medically significant), lower respiratory tract infection (seriousness criterion medically significant), cell death (seriousness criterion medically significant), liver disorder ("hepatic adverse reactions"), dysaesthesia ("dysaesthesia"), anosmia ("loss of sense of smell"), myalgia ("muscle pain"), bone pain ("bone pain"), amnesia ("loss of memory"), dizziness ("dizziness"), anaemia ("anemia"), arthralgia ("diffuse joint pain"), asthenia ("asthenia"), hepatic steatosis ("steatosis") and migraine ("migraines") and was found to have blood calcium increased ("elevated calcium") and weight increased ("weight gain of 30 kg"). The patient was treated with surgery. At the time of the report, the allergy to metals, muscle spasms, blood calcium increased, diabetes mellitus, lower respiratory tract infection, cell death, liver disorder, dysaesthesia, anosmia, myalgia, bone pain, amnesia, dizziness, anaemia, arthralgia, asthenia, weight increased, hepatic steatosis and migraine outcome was unknown. The reporter considered allergy to metals, amnesia, anaemia, anosmia, arthralgia, asthenia, blood calcium increased, bone pain, cell death, diabetes mellitus, dizziness, dysaesthesia, hepatic steatosis, liver disorder, lower respiratory tract infection, migraine, muscle spasms, myalgia and weight increased to be related to essure. The reporter commented: the removal was performed at the patient's request, and no follow-up was performed 6 or more months following the essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: case become legal. Onset date o essure was updated. Events added: dizziness, anemia, diffuse joint pain, asthenia, weight gain of 30 kg, steatosis, cytolysis, migraines and chromium/metal allergy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("chromium/metal allergy"), muscle spasms ("spasms with hospitalisation"), diabetes mellitus ("diabetic adverse reactions"), lower respiratory tract infection ("chest infection (with no antibiotics)") and cell death ("cytolysis") in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), muscle spasms (seriousness criterion hospitalization), diabetes mellitus (seriousness criterion medically significant), lower respiratory tract infection (seriousness criterion medically significant), cell death (seriousness criterion medically significant), liver disorder ("hepatic adverse reactions"), dysaesthesia ("dysaesthesia"), anosmia ("loss of sense of smell"), myalgia ("muscle pain"), bone pain ("bone pain"), amnesia ("loss of memory"), dizziness ("dizziness"), anaemia ("anemia"), arthralgia ("diffuse joint pain"), asthenia ("asthenia"), hepatic steatosis ("steatosis") and migraine ("migraines") and was found to have blood calcium increased ("elevated calcium") and weight increased ("weight gain of 30 kg"). The patient was treated with surgery. At the time of the report, the allergy to metals, muscle spasms, blood calcium increased, diabetes mellitus, lower respiratory tract infection, cell death, liver disorder, dysaesthesia, anosmia, myalgia, bone pain, amnesia, dizziness, anaemia, arthralgia, asthenia, weight increased, hepatic steatosis and migraine outcome was unknown. The reporter considered allergy to metals, amnesia, anaemia, anosmia, arthralgia, asthenia, blood calcium increased, bone pain, cell death, diabetes mellitus, dizziness, dysaesthesia, hepatic steatosis, liver disorder, lower respiratory tract infection, migraine, muscle spasms, myalgia and weight increased to be related to essure. The reporter commented: the removal was performed at the patient's request, and no follow-up was performed 6 or more months following the essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2019: the case will be deleted from bayer pv database. Nullification reason: during a cluster reconciliation, and following confirmation from the local health authorities, this case (bfr-2017-fr-005326/2017-147155) was identified as a duplicate of case (bfr-2017-fr-001572/2017-059306). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ("essure removal"), muscle spasms ("spasms with hospitalisation"), diabetes mellitus ("diabetic adverse reactions") and lower respiratory tract infection ("chest infection (with no antibiotics)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years 2 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced muscle spasms (seriousness criterion hospitalization), blood calcium increased ("elevated calcium"), diabetes mellitus (seriousness criterion medically significant), lower respiratory tract infection (seriousness criterion medically significant), liver disorder ("hepatic adverse reactions"), dysaesthesia ("dysaesthesia"), anosmia ("loss of sense of smell"), myalgia ("muscle pain"), bone pain ("bone pain") and amnesia ("loss of memory"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, muscle spasms, blood calcium increased, diabetes mellitus, lower respiratory tract infection, liver disorder, dysaesthesia, anosmia, myalgia, bone pain and amnesia outcome was unknown. The reporter considered amnesia, anosmia, blood calcium increased, bone pain, diabetes mellitus, dysaesthesia, liver disorder, lower respiratory tract infection, medical device removal, muscle spasms and myalgia to be related to essure. The reporter commented: the removal was performed at the patient's request, and no follow-up was performed 6 or more months following the essure removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 15-sep-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 732 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of medical device removal ("essure removal"), muscle spasms ("spasms with hospitalisation"), diabetes mellitus ("diabetic adverse reactions") and lower respiratory tract infection ("chest infection (with no antibiotics)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years 2 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced muscle spasms (seriousness criterion hospitalization), blood calcium increased ("elevated calcium"), diabetes mellitus (seriousness criterion medically significant), lower respiratory tract infection (seriousness criterion medically significant), liver disorder ("hepatic adverse reactions"), dysaesthesia ("dysaesthesia"), anosmia ("loss of sense of smell"), myalgia ("muscle pain"), bone pain ("bone pain") and amnesia ("loss of memory"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, muscle spasms, blood calcium increased, diabetes mellitus, lower respiratory tract infection, liver disorder, dysaesthesia, anosmia, myalgia, bone pain and amnesia outcome was unknown. The reporter considered amnesia, anosmia, blood calcium increased, bone pain, diabetes mellitus, dysaesthesia, liver disorder, lower respiratory tract infection, medical device removal, muscle spasms and myalgia to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 02-aug-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 687 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.